Event description:
Dealer reported to sales rep that a pyramid cane had been returned with a broken leg. The user did not report an injury or fall. The contact information for the user was obsolete and no other contact information was found.